Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. Upon troubleshooting actions, the fse identified moisture inside the bodyguard. The fse cleaned the bodyguard and calibrated the sensors. After repair, the system was returned to use in good working order.